Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 4.25 mg/day) and clonidine (200 mcg/ml at 85 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient went to the hospital with massive pain like a heart attack and urinary retention. Pump logs indicated a motor stall occurred on (B)(6) 2019 at 06:32 with a recovery on (B)(6) 2019 at 03:31, and a stall on (B)(6) 2019 at 05:37 with no recorded recovery. Explant was planned for (B)(6) 2019. As of the report date the issue was not resolved. The patient status was alive- with injury, specified as underdose symptoms. There were no reported contributing factors. The pump would be returned. Further complications were not reported. Additional information was received. The pump was confirmed to be explanted on (B)(6) 2019 and the event resolved.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.